Event description:
The customer reported that they heard a beeping sound from a uninterruptible power supply (ups) that was connected to an idle advia centaur xp instrument. Subsequently, the customer pressed the power button on the ups and determined that sparks and smoke emitted from the advia centaur xp instrument¿s power supply cord. The customer disconnected the system from the ups and outlet and removed all onboard reagents. Patient results were not impacted or delayed. There are no known reports of adverse health consequences or required medical attention due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that the advia centaur xp instrument¿s power cord burned. The customer disconnected the instrument from the uninterruptible power supply (ups) and outlet and removed all onboard reagents. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse determined the reagent probe 1 (rp1) rinse bowl shifted, causing the rp1 probe to dispense fluid down the side of the instrument and into the power inlet plug area. This caused a short circuit, sparks, and smoke. The cse replaced the power cord and the power inlet assembly in the system and verified the power. The instrument was rebooted, and a daily cleaning was performed. Liquid dispensing into the power inlet area, leading to an electrical short circuit, contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.